Event description:
During an in-clinic follow-up, decreased sensing variation and deceased defibrillation impedance were observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. No intervention has been performed. The patient is stable, and will continue to be monitored.